Event description:
It was reported to medtronic neurosurgery that there was no improvement in the pt's symptoms of hydrocephalus. According to the report, the device was explanted. The report stated that the pt is in a good condition.

Manufacturer narrative:
The returned catheter met the specifications for patency and leak testing. Proteinaceous debris was observed on the ventricular catheter. It is unk what caused the reported event. A review of the mfg records was not possible as no lot number was provided. All our catheters are 100% inspected at the time of manufacture.